Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the subclavian artery with mild calcification and mild tortuosity. The 9x19mm omnilink elite balloon expanding stent (bes) was advanced to the targe lesion; however, an image was performed and the stent was noted to be moved from the delivery system markers. Therefore, the bes was removed from the patient. Another omnilink elite was used to continue the procedure. There was no adverse patient effect and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported stent dislodgement was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. He stent delivery system (sds) was returned with blood on the tightly folded balloon. There was contrast on the inflation lumen consistent with device preparation. The stent was returned in the incorrect orientation. The distal end of the stent implant was located distal to the distal marker confirming the reported stent dislodgement. The first five rings at the proximal end of the stent implant were smashed. There was no other damage to the stent. There were crimp marks visible on balloon between the markers, where the stent was initially crimped on suggesting the stent was originally positioned correctly and securely at the time of manufacture. There was no other damage noted to the sds. The stylet and the protective sheath were not returned. Stent dislodgement may be attributed to several factors including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, forced sheath removal, handling of the stent during preparation, interaction with the anatomy, or interaction with accessory devices. In this case, it is possible that the omnilink elite may have interacted with accessory devices and/or difficult anatomy during advancement, contributing to the reported stent dislodgement; however, based on the reported information this cannot be confirmed. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.